Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using a penumbra coil 400. During the procedure, after advancing a coil 400 through the microcatheter into the aneurysm, the physician was unable to advance the coil 400 due to resistance. The coil 400 was retracted and removed from the patient. A new coil was used and the procedure successfully continued. The patient was well and there was no report of an adverse effect on the patient. Physician's comment: the coil was defective.

Manufacturer narrative:
Result: the coil 400 was still attached to the pusher assembly and the proximal pet-lock was intact. The pusher assembly was kinked approximately 5.0 cm from the proximal end and slightly bent along the length of the hypotube approximately 48.0, 52.0, 74.5, and 86.0 cm from the proximal end. The coil out diameter was measured and determined to be within specification. The coil 400 was inserted into a representative introducer sheath and pxslim microcatheter and advanced distally without issue. Conclusion: the complaint has been evaluated. The complaint indicates strong resistance was encountered as the coil 400 was advanced through the pxslim microcatheter. Evaluation of the device could not confirm the issue described in the complaint. The kinks in the pusher assembly were likely related to pushing the coil against resistance. The complaint also describes that the coil could not be advance distally, but could be retracted and that the patient had tortuous vessels. Based on the description of the event, it appears that the catheter was not damaged as additional coils were advanced through the catheter successfully however, without the return of the device, the interaction between the returned coil and the catheter used during the procedure could not be confirmed. The likely cause of the resistance was vessel tortuosity and microcatheter placement. The coil dimensions were within specification and there is no indication of a product malfunction. The coil is 100% functionally tested and visually inspected for damage during processing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.